Event description:
It was reported that the insulin gauge on the pump displayed an amount different from what was expected, leading to a fill estimate issue. There was no adverse impact to the customer's blood glucose level. The customer was educated to use room temperature insulin when filling the cartridge, understood the instructions, and decided to load a new cartridge independently, opting to follow up if necessary.